Event description:
It was reported that the programmer needed a new keyboard cover and back lid cover. It was also requested that the software be updated to clean up the electrocardiogram (EKG) screen. Follow up determined that the EKG's were noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) damaged/loose keyboard and damaged power cord bay. Analysis could not confirm the reported noisy electrocardiogram. The programmer experienced a power up error.